Event description:
Received copy of medwatch report from FDA indicating pt received tmj implant 3 yrs ago. Since then the pt's face is numb, eyelid won't close, and is on more pian medication than before the implant. Also stated a bolt from the implant is sticking out of the device and can be seen when looking at the pt's face.

Manufacturer narrative:
No patient information, part # or description was given. We have been unable to do any investigation regarding the manufacturing of this product as we do not have the part number or lot number. No indication the proudct has been explanted. We are unable to confirm the problems reported.